Event description:
It was reported to resmed that the elbow component of 54 acucare non-vented f1-0 full face masks belonging to an unknown lot number was disconnected/detached from the frame assembly. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The masks have not been returned to resmed for investigation. An initial investigation has determined that the root cause of the reported complaint is a combination of partial assembly between the elbow and the frames during manufacturing at supplier and the slanted and rounded edge of the elbow snap feature. The acucare f1-0 mask is a hospital non-vented full-face mask which is intended to be used in a hospital environment only. Therefore, it is expected that the patient is under supervision. The user guide also provides the following caution: ¿if any visible deterioration of a mask system component is apparent (cracking, discoloration, tears etc.), the mask system should be discarded and replaced.¿ resmed reference#: (B)(4).